Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The current density decreased due to burnt tissue attached to the distal end. The subject device was not connected to the cord or the cord was not connected to the power supply correctly. The contact condition between the patient and the patient plate was bad. The current density decreased because the target area was immersed in blood or water.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the subject device did not activate output when stepped on the foot switch. There was no patient injury reported. The subject device was discarded by the user. No further information was provided. This is the report regarding the failure of the output.